Manufacturer narrative:
Further info will be provided upon manufacturer's investigation.

Event description:
During a transfer from bed with the maxi move, it was realized that the chair that was standing further was not in a correct position. The pt asked to the carer to turn the spreader bar to see if it needs some adjustments, as she was thinking that the spreader bar of the lift was not twisted enough by the carer. She looked back over the edge of the sling. The carer turned her back so she looked to the column of the lift. After this the carer walked back to wheel to get the handset. In the meanwhile, the right leg sling clip became loose. The pt fell out of the sling on the chair, at the edge of the seat. No injuries were reported.